Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and definitive root cause of the issue could not be determined, as there was no observed deformation that might contribute to the retention of foreign material and no additional facility device reprocessing was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no. Air/water nozzle was flushed with water and air: yes. - were there abnormalities in the accessories used for reprocessing: no answer - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: no answer. - did the customer flush the air/water nozzle / channel with the detergent solution: no answer. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a water supply failure. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water removal ability did not meet the standard value. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on bending section cover had white-clouded area the adhesive around objective lens was peeled. The adhesive around the light guide lens was peeled. The plastic distal end cover had a scratch. The connecting tube had coating peeling. The connecting tube had a scratch. The switch box had a scratch. The suction cylinder was shaved. The protector of universal cord on control section side had a scratch. The protector of universal cord on scope connector side had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.